Manufacturer narrative:
(B)(4). A device that was used as well as (B)(4) companion devices are reported to be available but have not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for lot number h13c07061 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the devices be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of mini cap transfer sets had connection issues when connecting non-baxter beta cap adapters. When these adapters were used, they did not fit right and did not tighten properly. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual device used was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.